Event description:
A physician reported that he had a pt who was experiencing an apparent allergic reaction the day after having a breast biopsy during which a gel mark ultra biopsy site marker was placed. A technologist gave further information and stated that the pt had welts all over her body, and not just at the implant site. The pt revealed that she was allergic to a metal alloy and that she could not wear certain types of jewelry. The pt was sent to the emergency room where the doctors prescribed medication for the symptoms, but they felt that the problem might be related to "nerves". During a follow up phone conversation the technologist explained that the metal marker had been removed, and that the pt's reaction had lasted 4-5 days while she was on medication. The root cause of the reaction could not be determined. They performed a target excision to remove the metal marker. The pt was no longer experiencing a reaction, and the technologist said that no further follow up would be necessary as the pt was well.